Manufacturer narrative:
Should the lead be returned at a later date, this event will be further updated.

Event description:
It was reported that this lead exhibited high out of range pace impedances during its attempted implant, in spite of multiple repositioning attempts. The lead was removed and is expected to be returned for analysis however not received. No resulting adverse patient effects were reported and another lead was implanted without complication.